Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The customer replaced the power supply to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 device indicating that the unit would not power on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse referenced the service manual and advised the customer to confirm if there were 24vs in the direct current (dc). The customer confirmed there were no 24vs present in the dc. The rse then advised the customer to replace the power supply.